Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted electively for a colonoscopy as part of his pre-transplant evaluation. The patient had an elevation in his lactate dehydrogenase (ldh) level from 244 u/l on (B)(6) 2014 to 1120 u/l on (B)(6) 2014. Interrogation of the device showed no pump power elevations until (B)(6) 2014 when he had pump powers to 10-11 watts, pulsatility index (pis) 1.5-2.5, and hypotension. Since (B)(6) 2014, the patient's ldh levels were persistently above 1000 u/l. An echocardiogram and ramp study that were performed showed little change in lvad parameters at higher speeds. The patient underwent a pump exchange for suspected device thrombosis.

Manufacturer narrative:
The report of hemolysis and suspected thrombus was confirmed based on the evaluation of the pump. Upon disassembly of the returned pump, examination of the outlet stator revealed non-laminated depositions situated in between the outlet bearing ball and the stator blades. The lack of laminated layering indicates that the depositions did not develop in the outlet stator. Although their origins and a duration of time for which they were present in the outlet stator could not be conclusively determined, the contact marks and evidence of deposition on the outlet bearing cup and outlet cone section of the rotor, suggest that the depositions were present while the pump was operating. The remaining pump blood-contacting surfaces were free of deposition. If they were present in the pump for an extended amount of time, the depositions found in the pump would have contributed to the reported clinical signs of hemolysis. Also, the depositions would have created additional resistance on the spinning rotor, contributing to the reported power elevations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the depositions. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Age of device: 41 days. The lvad was returned to the manufacturer but evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: probable thrombus with increased ldh and hemoglobinurea.